Manufacturer narrative:
Evaluation in progress but no concluded.

Event description:
During preparation for use for a cardiopulmonary bypass the flow sensor latch was broken, preventing its use. A replacement sensor was employed. There was no adverse consequences to the pt as a result of this event.